Manufacturer narrative:
H10, h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: use of excessive force during insertion can cause failure of the suture anchor or insertion device. Breakage of the suture can occur if there is damage caused by sharp instruments. A clinical investigation concluded that based on the limited information provided the root cause of the reported events cannot be determined. The suture anchor is implantable, so biocompatibility is not an issue. It was communicated that the anchor was left secured in the patient so micro-motion or movement is unlikely. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a knee surgery, the dr. Had difficulty inserting two sutures into the "4.5mm footprint anchor (pk sut sl-plus)". After inserting the sutures and impacting the anchor, a pull on the suture tails caused the suture to be dislodged from the anchor. Despite this, the implant remained left secured in the patient. Its suspected that the eyelet of the anchor broke but it can not be confirmed. The procedure was successfully completed without significant delay using another "footprint sl" to anchor the suture. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a knee surgery, the dr. Had difficulty inserting two sutures into the "4.5mm footprint anchor (pk sut sl-plus)". After inserting the sutures and impacting the anchor, a pull on the suture tails caused the suture to be dislodged from the anchor. Despite this, the implant remained left secured in the patient. Its suspected that the eyelet of the anchor broke but it can not be confirmed. The procedure was successfully completed without significant delay using another "footprint sl" to anchor the suture, but into an additional bone hole. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.